Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted no observed external damage to the handle. A review of the system logs showed multiple continuous resets. The rear housing was removed and there was damage to the 44-pin flex cable on the ground pins where it connects to the motor board. It was reported that the power pack shuts off and the device lost functionality, and the signia handle does not initialize. The reported issues were confirmed. The most likely cause was traced to device design. The ground trace on 44-pin flex cable became damaged due to the rear handle housing pushing against the flex cable. This issue was caused by the design of the rear handle housing interfering with the cable. Damage to the ground pins can result in a charging issues due to an intermittent connection. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during pulmonary resection, the screen of the powered stapler turned black during the procedure and stopped moving. A new device was used to complete the case. After the procedure, the sales representative rushed to check the reported handle. It was inserted into the charger, and the green lamp on the charger has illuminated when charging was completed. The handle was removed from the charger, but it did not start up even after several attempts. The start-up instrument tone was not heard. After about 7 hours of removing the reported handle, a beeping sound was heard when the remaining battery level became zero. There was no patient injury.